Manufacturer narrative:
Additional information: a device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed battery conditioning, freezing at 00:00hrs for second time after changing locations. There was no patient involvement.

Manufacturer narrative:
Correction: annex b: b21, annex c: c21, annex d: d16. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, annex b: b01, annex c: c0201, annex d: d02. Investigation summary : field technician stated issue of ¿failed battery conditioning. Freezing at 00:00hrs¿ was confirmed. On 21-oct-2024, pcu was received unboxed and with paperwork. Logs show the issue. Defective power supply board (tc10013069) needs replacing. Device to be returned to san diego repair center for repair and normal processing. Failure investigation report uploaded to qn in sap.

Event description:
It was reported that the device had failed battery conditioning, freezing at 00:00hrs for second time after changing locations. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed battery conditioning, freezing at 00:00hrs for second time after changing locations. There was no patient involvement.